Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was about 6mm. Per IFU sizing guide for the dsf2033, the ID diameter is 6.7mm and od diameter is 7.5mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment of an ulcer like projection (ulp) using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac). A gore® dryseal flex introducer sheath (dsf2033/ 26291620) was used for access. Reportedly, a dissection was formed in the left subclavian artery (lsca) when a non-gore device (avp2) was delivered; therefore, the physician placed the ctag/ac at the origin of the left common carotid artery without embolization of the lsca. After the dsf sheath was withdrawn, a dissection in the right external iliac artery was observed on a confirmation angiography. The physician elected to monitor it since the dissection did not obstruct the blood flow. The procedure was completed without further treatment. The patient tolerated the procedure. Reportedly, the diameter of the right external iliac artery was approximately 6mm.

Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.